Event description:
It was reported that the patient is having neck pain while treating with the spinal pak device. The patient is treating a cervical fusion. The pain was not related to the electrodes. No additional information has been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient is having neck pain while treating with the spinal pak device. The patient is treating a cervical fusion. The pain was not related to the electrodes. No additional information has been reported at this time. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI and serial number, g1: contact office and manufacturer site, g3, g6: report type, h6: device code additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient is having neck pain while treating with the spinal pak device. The patient is treating a cervical fusion. The pain was not related to the electrodes. No additional information has been reported at this time. The spinal pak device was not returned for evaluation.